Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination found under the buttons. This report is made based on results of investigation completed on 12/12/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: evaluation revealed that the keypad cover is peeling from the bottom of the keypad towards the down and up button symbols. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Keypad functions normally with no evidence of the contacts sticking or needing excessive force. Evaluation revealed contamination was noted underneath the contrast button contact. When the pump is booted the display is a dim red color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).